Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-16 h6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0253582, cat. No. 320126. Visual examination was carried out on the returned sample and photos and crack in the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred during the manufacturing process due to extra pressure being applied to the cover. H3 other text : see h10.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm had product damage and a sterility issue. The following information was provided by the initial reporter : the customer reported that the outer cover was damaged.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter faxe# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm had product damage and a sterility issue. The following information was provided by the initial reporter : the customer reported that the outer cover was damaged.